Event description:
A medwatch report was received from the above facility stating the following: patient in or for surgical repair of the right rotator cuff. While the surgeon was anchoring suture the tip of the expressew suture needle broke off, and could not be located in the patient's shoulder; x-ray done revealed 2mm denisty in the soft tissue of the patients shoulder. Patient had a stable post-operative course was discharged later the same day.

Manufacturer narrative:
The complaint device is not being returned to depuy mitek at this time. Historically this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device, and it was not established that the device was used only once, which could have led to this particular failure mode as well. Outside of these hypotheses and consideration no conclusions can be drawn. Should the complaint device be received here at depuy mitek, it will be subjected to a root cause analysis. If the analysis identifies any definitive root cause, a follow-up report will be filed.